Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) bipolar impedance increased and was high. It was also reported that the threshold was high. The lead remains in use. No patient complications have been reported as a result of this event.